Event description:
It was reported that the opticross imaging catheter became stuck in stent. During a percutaneous coronary intervention (pci), an opticross¿ imaging catheter was used to diagnose a mildly tortuous, moderately calcified lesion located at the left anterior descending artery (lad). After observing the target lesion with an intravascular ultrasound (ivus) the physician tried to remove the catheter but the device came in contact with a previously implanted non bsc stent in the left circumflex artery (lcx) and the catheter became stuck. The physician advanced and pulled the catheter. The device was removed from the patient and found that the part of the catheter proximal to the guidewire port was damaged. The procedure was completed with another of the same catheter. No patient complications reported and patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was received for evaluation. Evaluation of the returned device revealed that there was no damage observed on the guidewire exit port assembly. Part of the edge of the distal tip was found to be uneven. The imaging window had a rip about 3.0 mm long. The ripped material was attached and rose about 2.0 mm off the surface. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. The telescope assembly was not able to properly pull back, advance, and retract. Since the telescope cannot advance the transducer distal housing (tdh) to the most distal position, the distance from the distal end of the transducer housing to the tip of the catheter was not measured. During image characterization testing, no image appeared in the system due to electrical open at proximal. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the opticross imaging catheter became stuck in stent. During a percutaneous coronary intervention (pci), an opticross¿ imaging catheter was used to diagnose a mildly tortuous, moderately calcified lesion located at the left anterior descending artery (lad). After observing the target lesion with an intravascular ultrasound (ivus) the physician tried to remove the catheter but the device came in contact with a previously implanted non bsc stent in the left circumflex artery (lcx) and the catheter became stuck. The physician advanced and pulled the catheter. The device was removed from the patient and found that the part of the catheter proximal to the guidewire port was damaged. The procedure was completed with another of the same catheter. No patient complications reported and patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).